Event description:
Additional information was received. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis. As found condition: the pipeline flex device was returned within a shipping box and a plastic pouch. Visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher re sheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends could not be identified. The pipeline flex braid proximal and distal ends were found open but damaged (frayed). Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report could not be confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the patient vessel tortuosity was ¿moderate¿ and the braid was not deployed in a bent, it is likely that the damage found with the braid contributed to the failure to open. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the aneurysm was located in the cavernous sinus segment, with a neck of about 6.8 mm. When the pipeline was deployed, the distal end landed at the c6 segment. The blood vessels were relatively tortuous, and the stent tip could not open normally. Three attempts failed. After the stent was withdrawn from the body for inspection, the tip of the stent could not open normally when it was pushed out of the microcatheter. When it was fully deployed, the distal end of the stent was not fully opened. The pipeline was replaced to complete the operation. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was not removed from patient. Full wall apposition was achieved. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right cavernous sinus aneurysm with a max diameter of 12 mm and a 6.8 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was normal.